Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -17.5/2.0/075 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to angle closure with elevated iop 40mmhg(assessed on (B)(6) 2024) and excessive vault. Diamox and glaucoma meds prescribed. Anterior chamber irrigation/evacuation of visco/fluids was performed. This resolved the problem. Cause of the event is reported as device: size of lens.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - health effect clinical code 4581: angle closure. H6- health effect impact code 4644: diamox and glaucoma medication. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue on product. Visual inspection found haptic broken. Claim# (B)(4).